Event description:
It was reported by service report that the bed would not go down; the motion interrupt pan was stuck. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: motion interrupt pan.